Event description:
It was reported by service report that the load cell wire was pinched in the frame and broke. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Product evaluated by good shepherd rehab hospital staff member. Result - load cell wire pinched and broke. Conclusion - new load cell ordered and sent to customer.